Event description:
Baxter reports via a nurse from hosp that pt needed to replace the transfer set because the occlude feet had broken, and leaks are observed when the minicap is removed. The reported transfer set was placed in 2006 (less than 2 months). The pt began apd therapy same month. There was no pt injury or med intervention associated with this incident.